Event description:
It was reported that during an unk procedure, after hearing an error sound, the blade tip broke. Another device was used to complete the case. There were no adverse consequences to the pt.